Event description:
Surgeon was removing arthocare wand from patient when tip bent. Wand was replaced.what was the original intended procedure?right hip arthroscopy, labral debridement, femoral neck osteoplasty.